Manufacturer narrative:
E3-non-health care professional; e2-no. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device had video connector deposits. There was no patient involvement.